Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl. The customer treated with juice. The customer reported that the paramedics have been to the house twice. The customer was wearing the insulin pump during the hospitalization. The customer reported drive support cap to appear normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. No motor error alarms noted during our testing and the motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.